Manufacturer narrative:
H10: internal complaint reference :(B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device is not in its original packaging. The insertion device, suture material and anchor were returned with the anchor undeployed. The anchor is fractured near the suture window. There is biological debris on the returned items and the proximal threads of the anchor are deformed. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder cuff repair surgery, the twinfix screw could not be screwed in. The procedure was completed using a back-up device. It is unknown if there was a surgical delay, and no further complications were reported. As per the results of the investigation, the visual inspection revealed the anchor is fractured near the suture window.